Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
The healthcare professional reported that during cataract surgery, an ophthalmic handpiece was failed. Replaced with another handpiece but phacoemulsification functionality no longer worked. The surgery was completed on the same day without patient impact. Additional information has been requested but is not available at the time of this report.